Manufacturer narrative:
Investigation is ongoing. H3 other text : no information on disposition of device.

Event description:
As reported by implant patient registry, approximately 3 years, 1 month, 4 days post-implantation of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 23 mm sapien 3 ultra valve was explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
In this case, based on the available information, the valve was explanted approximately 3 years and 1 month post tavr procedure due to late endocarditis as evidenced by the vegetations on the tavr prosthesis observed by the surgeon during the explant procedure. Late endocarditis occurs due to the valve implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
Per medical records received, approximately 3 years and 1 month after implant, the patient presented with fatigue, dyspnea, nausea, vomiting and chills of a week duration. The patient was admitted with acute diastolic heart failure and found to have prosthetic s3u valve dysfunction. Tte revealed severe stenosis of s3u valve, a CT performed showed hypo attenuated leaflet thickening involving all three leaflets. Tee revealed bulky aortic vegetations present on the s3u valve leaflets. Blood cultures were negative. However, given the concern for endocarditis, as well as the stroke risk due to the bulky vegetations, aortic valve replacement with surgical valve was recommended. Per the explant op report, the bioprosthetic tavr valve was severely stenotic, with mean gradients on tee of > 50mmhg and peak gradients over 75mmhg. The s3 leaflets were severely restricted. Large, bulky thick and heavy vegetations were present on all three s3 leaflets, but no purulence or sign of root abscess present. Tavr valve was sent for pathology which showed no growth, antibiotics discontinued prior to discharge.

Manufacturer narrative:
Investigation is ongoing.